Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and customer experienced symptoms of hypoglycemia and was "bathed in sweat in bed". Emergency doctor was called and the customer was diagnosed with hypoglycemia and received glucose via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh002yra8h was returned and investigated. The sensor plug is properly seated and no issues were observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Set the low and high glucose thresholds in the reader¿s alarm settings. The sensor was activated with a retained reader and a linearity test was performed. A low and high glucose alarm was successfully activated, therefore the complaint is not confirmed. No malfunction or product deficiency was identified.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and customer experienced symptoms of hypoglycemia and was "bathed in sweat in bed". Emergency doctor was called and the customer was diagnosed with hypoglycemia and received glucose via IV. There was no report of death or permanent injury associated with this event.